Event description:
It was reported to vyaire medical that the avea ventilator was giving constant circuit occlusion/ disconnect alarm. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The device will not be returned for further evaluation; therefore a definitive root cause could not be determined. However, part number and price were provide. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. And corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis.